Event description:
Complaint alleges that there was difficulty deflating and inflating cuff on the et tubes. Complaint indicates that the tube had to be deflated several times to assure that the cuff was fully deflated. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed adn a root cause could not be established. Manufacturer will continue to monitor and trend related complaints.